Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was received in good physical condition. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). As the device activated and cut the test media, no conclusion could be reached as to the issue of the device not sealing. The ¿replace instrument¿ yellow message screen will display after receiving two consecutive yellow alert screen messages and is advising of a potential issue with the instrument. However; no yellow alert screens were displaying during testing. There were no anomalies noted with the functionality of the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during an exploratory laparotomy takedown, ventral peristomal hernia repair matrix procedure, when the surgeon released the device did not seal. The information the machine gave was to replace the handpiece. The surgeon over-sewed the site so it would not bleed. No patient consequences were reported. One device returning.